Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an incomplete flap. The flap was not able to be lifted well, but the surgery was completed. Additional information has been requested.

Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: 2020-27565.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated the event occurred in both eyes. Post-operatively the patient had pain and inflammation that has been decreasing, but with edema. The patient noted an annoyance and pain. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.